Event description:
It was reported that the device skips on the skin, damaging the skin graft. The event occurred during surgery. The graft was shortened, and 5 minute delay to obtain an alternate device. Due diligence is complete, no further information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: foreign canada. This medwatch is being filed to relay additional information. Review of the most recent repair record determined there was play in the control bar. The control bar was adjusted to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit is skipping when running event occurred outside of surgery. No patient involvement, no harm, no delay. Due diligence is in progress, no further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3: device not yet returned.